Event description:
Customer stated that the pump's display was cloudy and that there was a greenish liquid visible under the display. When she removed the battery, liquid leaked out that had an odor of "eroded metal." She stated that no harm had occurred.

Manufacturer narrative:
A replacement pump was shipped to the customer and the original requested for return at the time the complaint was received. Multiple attempts to obtain the product were unsuccessful. The battery is lithium ion and contains electrolyte and such leakage could cause injury. Because the product is not available for analysis, we do not have confirmation that the liquid involved in this complaint is electrolyte, but because of the potential for injury the event is being reported. Should the part become available, or add'l info be obtained, a supplemental report will be submitted at that time.